Event description:
Report received from abbott international (abbott-spain), regarding abbocath-t, 20 gauge cannula, which states "a pt, due to otitis, needed antibiotic treatment. On an unknown date in 2001, an abbocath was tried to place in the pt's forearm. They could not locate the vein. They decided to remove the abbocath. At this moment, they realized that the catheter had been broken in the middle, remaining the distal portion of it in the pt's vein. The pt was transferred to the operating room, where under general anesthesia, it was removed successfully. The pt is currently well." Additional info received states "after several unsuccessful attempts to locate the vein, they decided to remove the abbocath. At this moment they realized that it had been cut at 8mm of the distal end, remaining the distal piece inside the pt's arm, who was transferred quickly to the operating room where, under general anesthesia and after a little incision, it was removed without any bad consequence. Another catheter was placed successfully." Additional pt info was requested, but no further info was available.